Event description:
Ten minutes into photopheresis procedure, instrument made a very loud noise, operator saw blood leak in the instrument and immediately shut instrument off. Rn disconnected patient from instrument and flushed central access. Disposable kit on instrument found to have had a catastrophic breakage to the centrifuge bowl/driveline.